Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reported that the valve cracks just before use causing the nutrition to leak.

Manufacturer narrative:
The device history record was reviewed and indicated that the product was released accomplishing all quality standards. One (1) opened, used sample was returned for the evaluation. The returned sample was heavily contaminated with feed, so no functional testing could be completed. Upon visual inspection, the reported condition is confirmed. As part of continuous improvements, a corrective action has been opened which includes assembly process changes and retraining of manufacturing personnel. These actions are designed to prevent the reoccurrence of the reported defective condition.